Event description:
The customer reported that this bedside monitor (bsm) will drop off network at various times for no reason. The device has wifi capabilities that have not been turned on. They will be sending this bsm in for an exchange. No harm or injury was reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) will drop off network at various times for no reason. The device has wifi capabilities that have not been turned on. They will be sending this bsm in for an exchange. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this bedside monitor (bsm) would drop off the network at various times for no reason. Wi-fi on the device was not enabled. They will be sending this bsm in for an exchange. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) would drop off the network at various times for no reason. Wi-fi on the device was not enabled. They will be sending this bsm in for an exchange. No patient harm or injury was reported. Investigation summary: the device was evaluated by nihon kohden repair center (nk rc). Nk rc was able to observe the reported issue. During the device evaluation, physical damage on the device was identified. This likely caused or contributed to the reported defect. Physical damage can occur as a result of mishandling as the bsm-1700 is a device intended for transportation. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is device mishandling.